Event description:
It was reported that the patient had difficulty charging the ipg and difficulty communicating the ipg with the remote control or the clinicians programmer. It was also noted that the patients stimulation would randomly turn on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn: (B)(6). The returned ipg was analyzed and the device battery profile revealed that the reset count recently increased. An internal inspection found that the battery impedance was unstable. With all the available information, boston scientific concludes that the reported event was confirmed. The source of the telemetry anomaly and intermittent stimulation output was the unstable battery tabs and power interrupts. The probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient had difficulty charging the ipg and difficulty communicating the ipg with the remote control or the clinicians programmer. It was also noted that the patients stimulation would randomly turn on and off. The patient underwent an ipg replacement procedure and was doing well postoperatively.